Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula was damaged/chipped where the spatula inserts into the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the permanent cautery spatula was chipped, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken/ ceramic sleeve. A broken piece is missing as a result of the breakage. The size of the missing piece is approximately 0.088¿ x 0.088¿. Applying excessive force on the instrument tips during handling, insertion, usage overloading), or removal can also cause a broken ceramic sleeve. This failure is typically attributed to mishandling/misuse, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break.